Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption and pump battery could not be charged. Pump had to be plugged into power source to operate. There was no reported adverse impact to customer's blood glucose. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
Additional information: b3: date change. B5: distributor received pump. Pump history showed pump battery depleted quickly. Low power alerts and alarm were received prior to shutting off. D9: updated. H6: device code 2892 removed; 2885 added. H10: the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.